Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It is reported that during an ortho procedure, the motor of the small battery drive ran intermittently and would rewind slowly. There was no harm to the patient or the user. This is 1 of 1 reports for this event.